Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the care giver (cg) observed air in the patient line of an automated pd set with cassette. This was noticed during fill one of five of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. Nothing was found during troubleshooting that would have caused or contributed to the air. The hp planned to complete therapy using continuous ambulatory peritoneal dialysis (capd), and the technical service representative (tsr) discussed its use with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.